Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values the day after the sensor was inserted into the abdomen. On 01/04/2024, the patient was experiencing dizziness, and her hands were sweaty. The patient¿s cgm was reading 160 mg/dl and the bg meter was reading 60 mg/dl. At some point, the patient also had a seizure. The patient¿s boyfriend took her to the hospital. The patient was treated with oral glucose gel and observed in the emergency room for approximately 4 hours. The patient was then discharged home. The patient was in good condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and seizure.